Event description:
It was reported that pump showed cgm error 42 while used with g7 sensor. There was no reported impact to the customer¿s blood glucose level. Customer support guided caller through complete pump reset, and after reset pump no longer displayed cgm error, with no further issues reported.